Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the glue of the objective lens peeled off occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The subject device (endoeye flex deflectable videoscope) is an olympus loaner asset that was returned for label peeling. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the objective lens was peeling off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The display of the scope connector was incorrect. In addition to evaluation, the curved rubber adhesive part was missing. Scratches were found on the operation part. Scratches were found on the grip. Scratches were found on the up/down plate. Scratches were found on the right/left plate. Scratches were found on switch button 1. The video connector was cracked. Scratches were found on the video connector. Scratches were on the light guide cover glass. Scratches were found on the video connector case. Adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.